Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Retains of the cartridge lot were tested and yielded correct results. Retain testing could not duplicate customer complaint. Root cause was undetermined.

Event description:
Customer reported a potential false positive result (cartridge 169570573) followed by a negative result (169570668) from lot 23369j on reader 12102010144212. Customer had no symptoms, no contact with people who had known exposure of covid-19 and have not had any other tests.